Manufacturer narrative:
The event occurred in india. It was reported that one pump of the hl20 displayed the error messages: ¿overload¿ and ¿runaway¿ during routine check. No harm to any person was reported. According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message: ¿overload¿ indicates that the actual pump speed is below 90% of the setpoint. This warning message does not stop the pump. Since the reported failure: "runaway" could lead to an unintentional pump stop a report is required. A getinge field service technician will be sent onsite for further investigation of the device. As soon as new information becomes available a follow up medwatch will be submitted.

Event description:
The event occurred in india. It was reported that one pump of the hl20 displayed the error messages: ¿overload¿ and ¿runaway¿ during routine check. No harm to any person was reported. According to the instructions for use hl 20 version 02 in chapter 8.1.2 technical alarms the error message: ¿overload¿ indicates that the actual pump speed is below below 90% of the setpoint. This warning message does not stop the pump. Since the reported failure: "runaway" could lead to an unintentional pump stop a report is required. Complaint ID: (B)(4).

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the hl20 pump displayed the error message: ¿runaway¿. The event occurred during a routine check. No harm to any person has been reported. Since the reported error message: "runaway" can cause an unintentional pump stop, a report is required. A getinge field service technician (fst) was sent for investigation. The fst cleaned all inside the pump and connected pump to hl20 console which worked fine, the fst found that the belts were overdue for replacement and will be replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The review of the non-conformities has been performed on 2024-06-12 for the period of 2013-06-27 to 2024-05-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2013-06-27. According to the getinge field service technician the belt was not replaced over 12 months and there were wear and tear visible on the belt. The root cause therefore was determined as overdue belt. According to the instruction for use of the hl20 chapter 10 maintenance, the use hast to get the device inspected every 12 months by authorized service personnel. During this service the belts have to be replaced if they are over their service life of 12 months as described in the service manual chapter 4.2. Based on the results the reported failure "error message: runaway" could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.